Event description:
The patient reported that their first implantable neurostimulator (ins) was removed due to an infection. The ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.